Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 275cc mentor siltex round moderate profile (catalog #: 3542640, lot # 201493). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 275cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation. A healthcare professional stated that the patient came in on (B)(6) 2019, and the diagnosis was confirmed. As a result, the patient underwent removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc, (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
On 1/17/2020, the investigation on the suspected medical device was completed. Investigation summary : during evaluation of the sample, a line of shell wear was observed on the posterior aspect. A tear was also observed within the shell wear measuring approximately 0.3 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).